Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to severe diabetic ketoacidosis with blood glucose level of 564 mg/dl. The customer¿s reported blood glucose level was greater than 450 mg/dl. The customer reported that they were treated with insulin drip at the hospital. The customer reported that they experienced difficulty in breathing and high potassium levels due to high blood glucose level. The customer reported that the insulin pump had post-reset ram crc alarm and power loss alarm. The customer alleged that the insulin pump had failed. The customer declined troubleshooting for high blood glucose level and pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.